Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was rapidly depleting and intermittent fluctuating resulting in intermittent pump shutdowns. Customer's blood glucose level ranged between 248-249 mg/dl. During a follow-up, customer reported the battery depleting normally.